Event description:
It was reported that a dissection occurred. The target lesion, located in the left anterior descending artery, was predilated with a 2.50 mm non-complaint balloon. A 2.75 x 48 synergy was deployed and post dilated with a 3.00 non-complaint balloon at 12 atm. The patient experienced chest pain and a non-flow limiting dissection at the proximal edge of the stent was noted. Prolonged inflation with a long balloon was performed and the dissection was sealed with an additional stent. The procedure was completed successfully and the patient fully recovered and was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).